Event description:
It was reported the patient had a shocking or jolting sensation and a loss of stimulation and therapeutic effect. It was noted that impedance testing and reprogramming was done. It was further noted the patient met with the manufacturing representative on (B)(6) 2014 for reprogramming. The reporter stated the patient underwent lumbar radio frequency ablation about a month ago and after that the patient was intermittently receiving a stinging or shocking sensation. The reporter further stated the patient had the sensation on both sides of their low back and at the implantable neurostimulator (ins) site in the left upper buttock. It was noted the patient turned down the amplitudes using the patient programmer to stop the stinging sensation. It was further noted the patient was no longer receiving adequate pain relief after the radio frequency ablation even though paresthesia was "coving" their chronic pain areas. The reporter stated that electrode impedances were within normal ranges. The reporter further stated the amplitudes were lowered during reprogramming and the patient¿s healthcare professional (hcp) was notified. It was noted the patient had less than 50% therapy relief. It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported that turning down the amplitude made the stinging sensation go away once it started. It was noted the patient did not experience the stinging sensation during their office visit. The reporter stated the hcp had stated that they may explant in favor of a pump if the patient continued without adequate pain relief. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3888-45 lot# v184882, implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6), 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).